Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown. Analysis of the implantable pump (serial # (B)(4)) identified wear on the motor o-ring for gear number three. Analysis of the implantable catheter (serial # unknown) identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump indicated the patient was receiving hydromorphone 10 mg/ml for a total dose of 0.951 mg/day, clonidine 110 mcg/ml for a total dose of 10.46 mcg/day, and bupivacaine 12 mg/ml for a total dose of 1.141 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the actual reservoir volume (arv) was less than the estimated reservoir volume (erv). The arv was 3-4ml and the erv was "drops." The hcp had noticed this type of discrepancy for the last 2 refills (relative to (B)(6) 2018) and the patient was having increased pain prior to refills. There was no mention of any overdose symptoms. Additional information was received from a manufacturer representative. It was reported that the cause of the volume discrepancy was not determined. The hcp would look at it next time and compare. The manufacturer representative was unable to clarify what "drops" meant in this case. The manufacturer representative assumed it was "just drops of med." Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient had a dye study on (B)(6) 2018 and the physician was unable to aspirate the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient then had a pump and catheter replacement. The issue was resolved and the patient's status was noted to be "alive - no injury". The patient was receiving dilaudid at an unknown dose and concentration. No further issues were reported or anticipated.